Event description:
It was reported that the monitor dials, the modem sound can be heard, but the monitor never connects to the server. A new monitor has been ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.